Event description:
Patient reported "wants to know about the warranty, and was informed of the recall." Patient additionally reported "capsular fluid, suggestive of encapsulation, and ultrasound and was diagnosed possible rupture was not clear in the exam, only the suspicion of encapsulation". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Clarification to b3: partial date of 2024 provided. Clarification to d6b: partial date of apr/2025 provided. Additional, changed, and/or corrected data: a2, b3, b5, d6b, g2, h6.

Event description:
The device has been explanted.